Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013, patient reported the arrow buttons on the infusion device are not responding. Patient stated, he was not aware of the recall; advised of the recall. Patient reported he noticed the issue when he attempted to give a quick bolus while on the infusion device. Patient stated, the device does not respond no matter how hard the button is pressed. Patient reported, the button issue is constant and not intermittent. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.